Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp) pump. The pump empties but is not re-inflating, and the valve is blocking the return of the water. The pump will be revised on (B)(6) 2020. A patient outcome was not reported.